Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant info received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event. (B) (4).

Event description:
Note: there was no pt involvement. According to the complainant, the top of the plastic escape nitinol stone retrieval basket cover was noticed to be torn, which compromised the sterile barrier.